Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient alert triggered, and upon interrogation, the device displayed a 'lead alert,' but no observations were noted that would suggest an alert. Upon in depth review of the device save-to-disk information, it was determined that the alert was triggered due to atrial impedance not being measured for three days. The atrial lead was tested, and the impedance was acceptable. The clinician would have liked to see something in the observations to suggest why this particular alert had triggered, as it makes it difficult to treat the patient when the reason for the alert was unknown. The alert was cleared and the device remains in use. No patient complications have been reported as a result of this event.